Manufacturer narrative:
This is a supplemental report to provide additional information. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Besides, omsc confirmed the following additional information from the repair center. Manufacturing date:2009/3/6. The exact cause of the reported event could not be conclusively determined. However, based on the investigation results by the repair center, omsc surmised that the cause of the reported event as follows. It is presumed that the dirt and corrosion of the pin of the video connector receiver interfered with the signal transmission between the scope and the device in question, and the image of the camera head no longer appeared. And, it is speculated that the contamination and corrosion of the video connector receiver occurred when the user connected the electrical contacts of the video connector to the device with wet or foreign objects attached. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device in this report was not returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that in unspecified timing, the connector of the subject device had a problem. There was no report of patient injury associated with this event. The user facility did not provide other detailed information. Olympus (B)(4) checked the subject device and found that there was a failure of the connector base. And, there was an endoscopic image failure when the subject device was connected to the camera head.